Event description:
Hosoo, h., ishikawa, e., tsuruta, w., sato, m., ito, y., hayakawa, m., takigawa, t., marushima, a., suzuki, k., hyodo, a., & amp; matsumaru, y. (2022). Antiplatelet therapy and periprocedural risk factor analysis for pipeline embolization device treatment of unruptured internal carotid artery aneurysms: a retrospective, multicenter analysis. World neurosurgery, 157. Https://doi.org/10.10 16/j.wneu.2021.09.109. Summary: aneurysm treatment using the pipeline embolization device has been established but appropriate maintenance of dual antiplatelet therapy (apt) is essential. This multicenter retrospective study assessed whether apt was properly adjusted for clopidogrel resistance and identified risk factors associated with periprocedural complications. Identified events: 1. 1 patient had a fatal subarachnoid hemorrhage. Event notes: the mean aneurysmal maximum and neck sizes were 15.35 7.15 mm and 6.80 2.96 mm, respectively. Most of the treated aneurysms were located at paraclinoid or cavernous portions (90.12%). Adjunctive coiling was performed in 50 aneurysms (30.86%).

Manufacturer narrative:
Hosoo, h., ishikawa, e., tsuruta, w., sato, m., ito, y., hayakawa, m., takigawa, t., marushima, a., suzuki, k., hyodo, a., & amp; matsumaru, y. (2022). Antiplatelet therapy and periprocedural risk factor analysis for pipeline embolization device treatment of unruptured internal carotid artery aneurysms: a retrospective, multicenter analysis. World neurosurgery, 157. Https://doi.org/10.10 16/j.wneu.2021.09.109. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hosoo, h., ishikawa, e., tsuruta, w., sato, m., ito, y., hayakawa, m., takigawa, t., marushima, a., suzuki, k., hyodo, a., & amp; matsumaru, y. (2022). Antiplatelet therapy and periprocedural risk factor analysis for pipeline embolization device treatment of unruptured internal carotid artery aneurysms: a retrospective, multicenter analysis. World neurosurgery, 157. Https://doi.org/10.10 16/j.wneu.2021.09.109. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Hosoo, h., ishikawa, e., tsuruta, w., sato, m., ito, y., hayakawa, m., takigawa, t., marushima, a., suzuki, k., hyodo, a., & amp; matsumaru, y. (2022). Antiplatelet therapy and periprocedural risk factor analysis for pipeline embolization device treatment of unruptured internal carotid artery aneurysms: a retrospective, multicenter analysis. World neurosurgery, 157. Https://doi.org/10.10 16/j.wneu.2021.09.109. Summary: aneurysm treatment using the pipeline embolization device has been established but appropriate maintenance of dual antiplatelet therapy (apt) is essential. This multicenter retrospective study assessed whether apt was properly adjusted for clopidogrel resistance and identified risk factors associated with periprocedural complications. Identified events: 1. 1 patient had a fatal subarachnoid hemorrhage. Event notes: the mean aneurysmal maximum and neck sizes were 15.35 7.15 mm and 6.80 2.96 mm, respectively. Most of the treated aneurysms were located at paraclinoid or cavernous portions (90.12%). Adjunctive coiling was performed in 50 aneurysms (30.86%).